Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported blood leaked at the blood product-normal saline dual spike site above the blood filter drip chamber during an infusion of blood. The transfusion completed with an estimated 10 ml of blood lost.. There was no report of patient harm.